Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set leaked blood from the hub connection. The following information was provided by the initial reporter: "item 367324, a bd wingset, has been reported as "leaking where the needle connects to the blue plastic portion." Lot# 1302818."

Manufacturer narrative:
H.6. Investigation: bd received 10 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® push button blood collection set leaked blood from the hub connection. The following information was provided by the initial reporter: "item 367324, a bd wingset, has been reported as "leaking where the needle connects to the blue plastic portion." Lot# 1302818."